Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was involved in a procedure performed to revise the device pocket as a result of infection. No additional adverse patient effects were reported. This device remains in service. This product is part of the cdm protocol reference nct02433379 clinical study, "understanding outcomes with the emblem¿ s-ICD in primary prevention patients with low ejection fraction."